Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. No additional patient information was available. Reportedly, the transmitter and pump were more than 20 feet apart. Tandem technical support (cts) advised customer to move the devices within range. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.